Event description:
Device issue: none. Adverse event: thrombosis. Onset of adverse event: post stenting procedure. It was reported that on (B) (6) 2010, in a mildly tortuous and moderately calcified proximal right coronary artery (rca), a 2.75x23 xience v stent was successfully implanted. On (B) (6) 2010, during a planned coronary angio graft (cag) to treat the proximal to mid left ascending diagonal (lad) the physician found that previously implanted 2.75x23 xience v stent implanted in the proximal rca was totally occluded. The physician's observation was possible sub acute thrombosis. An unk guide wire was crossed and ivus was performed. The 2.75x23 xience v stent dilated with non-abbott dilatation balloons. Finally got timi 3 flow was established. The procedure was successfully completed. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect of thrombosis is a known adverse event as listed in the instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no identification of a product quality deficiency with respect to manufacturer, design or labeling.